Manufacturer narrative:
(B)(4). 10/14/2024 hpc lot # - 08190 st lot # - 202109 w4d water sol,iso valve build up/debris low water flow, due to built up debris in the water solenoid damaged fc battery door, dead fc batteries, fc base pad is coming off cracked housing base, hpc connectors are worn, causing intermittent operations, built up debris in the water hose. Damaged aux cable check the calibrations. The unit will be repaired upon estimates approval.

Event description:
While using a cavitron plus g136 they allege that the water flow is low and the handpiece is getting hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.